Event description:
Boston scientific received information that this device displayed low out of range shocking impedances on the right ventricular lead. Reprogramming of the shocking vector was performed. This device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.